Event description:
Philips received a complaint on the defibrillator indicating that the device was not booting. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the available information, rse evaluated the device remotely and determined that the processor pca was defective. Philips sent the dfm100 assy processor (453564489071) to the customer site to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective processor pca. Further root cause was not determined. The reported problem was confirmed.